Event description:
The lens did not fit properly in the patient eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00084 for the delivery device used with this intraocular lens.